Manufacturer narrative:
Updated lot code for xia titanium 4.5 extended connector small is lot #: 116764. Method: device not returned. Results: device not returned. Device history review indicated no relevant manufacturing issues were identified. Conclusion: the cause of the reported event cannot be determined conclusively due to the absence of a sample to evaluate. However, it is likely that the device fractured due to multiple contributing factors, which include the length of implantation coupled with the patient's activity level and the structure of the construct.

Event description:
It was reported that a xia system extended connector broke in the patient and a revision surgery had to be performed into order to remove the connector and revise the construct.

Event description:
It was reported that a xia system extended connector broke in the patient and a revision surgery had to be performed into order to remove the connector and revise the construct.